Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5. B6, b7, e1 - country, health effect - impact code. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause could not be established. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: tac advised by cleaning the contacts and reseating the affected accessories (maj-1933 and maj-1941). The scope functioned briefly and then failed again. Additional scopes were tested without issue, indicating the event is isolated to the reported device (gif-hq190). Troubleshooting did not resolve the allegation. The customer notified tac, and the device will not be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited b30 and e216 scope communication error codes during inspection for use. There were no reports of patient involvement.